Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right total knee arthroplasty on (B)(6) 2018. Attune size 5 tibial tray, size 4 femoral component, 5mm thick insert, and 35mm patella component were implanted without complications. Patient received a left total knee arthroplasty on (B)(6) 2018. Attune size 5 tibial tray, size 5 femoral component, 6mm thick insert, and 35mm patella component were implanted without complications. On (B)(6) 2022, patient was seen in clinic office setting to evaluate right knee server medial collateral ligament sprain/possible partial tear at ligament insertion site. Patient was evaluated and treated with a hinged knee brace and physical therapy. Patient's right knee was revised on (B)(6) 2024, to address pain, bowing of the femur (from tibial subsidence), failed right total knee with mechanical loosening--radiolucency and subsidence of the tibial tray--and instability. Intraoperatively it was observed that the femur and patella components were well-fixed and required mobilization and removal using a microsagittal saw. The tibial base plate on the other hand, came out effortlessly by the surgeon applying pressure to the implant with his fingertips only. It was observed that there was no cement adhered to the backside of the tibial base plate. Competitor revision components were implanted in place of the depuy knee products.